Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Upon visual inspection of the liner locking feature showed impact damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #010000918, g7 hi-wall e1 liner, lot #6526167. Item #unknown, unknown stem, lot #unknown. Item #unknown, unknown head, lot #unknown. Report source: foreign country is (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03127.

Event description:
It was reported that the surgeon attempted to impact the liner in the cup and the liner did not sit correctly inside the cup despite extensive troubleshooting. Surgeon finished the surgery with another version of the implant. Additional information was requested however, none was available.